Event description:
It was reported that the patient had an upcoming pump replacement. The patient¿s pump was used to treat back and leg pain. The patient reportedly had sciatica, stenosis and rods in their back and neck. The patient¿s symptoms included neck pain, shoulder pain and ¿spells on her buttocks¿ that would make the patient scream and has to go get ¿knocked out¿. The patient has had severe pain for the prior 2 months that would come and go. The patient also thought they had a bowel problem. The patient reported that they had to give her a bolus on friday because she was ¿white knuckled¿. The patient does not like boluses because they give her a headache. The patient reported that their device was 10 years old and their health care professional (hcp) told them it would last 10 years. The patient was getting ready to get a new pump in because their current pump was only doing 60% and their current hcp wanted it out the following day. The patient¿s severe pain returned about 2 months prior and it comes and goes. The patient¿s hcp tried to up the patient¿s dosage but she got headaches and the hcp had to bring it back down. The pump was used to infuse fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received indicated that the patient received assistance from their health care provider (hcp) or manufacturer's representative and their concerns were resolved. The patient also indicated that they were still having concerns with their device or therapy but were working with their hcp or manufacturer's representative. An appointment date of (B)(6) 2014 was provided and a new pump surgery date of (B)(6) 2014 was provided. No outcome was provided. If additional information is received, a follow-up report will be sent.